Manufacturer narrative:
The reported event of communication anomaly was confirmed by analysis. The event of unable to communicate via radio frequency (rf) and inductive telemetry was due to depleted battery, which was caused by high current. Fault isolation was performed and found the high input current was due to electrical overstress, which melted wire bonds and damaged components. The device history record (DHR) was reviewed to ensure the product passed all quality control tests prior to its distribution. The cause of electrical overstress could not be conclusively determined. No other anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to procedure, the merlin programmer lost connection with the implantable cardioverter defibrillator. The device was not able to be interrogated by radio frequency or wand induction. The device was not used.